Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. An event of high grade calcification was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014 the patient was implanted with a 23mm trifecta valve due to a heavy calcified aortic valve. On (B)(6) 2021, the patient underwent a valve in valve procedure due to a high grade of calcification. A 26mm medtronic evolut r valve was implanted. The patient is currently stable.